Event description:
It was reported that the right atrial (ra) lead dislodged following a cardiac bypass surgery. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.